Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The investigator noticed a bubbled downstream occlusion seal. The customer reported product problem (a downstream occlusion (dso) alarm) was not replicated during functional testing. There was also no evidence of the alarm in the event history log. The investigator did note however that the dso sensor was impacted by fluid ingression. The source of the customer reported dso alarm was unknown. A root cause was not established. The dso sensor was replaced as a preventative measure.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed downstream occlusion alarm. No patient adverse events reported.